Manufacturer narrative:
(B)(4). Date sent: 04/09/2012. Firing trigger teeth, cartridge. The following information was requested, but unavailable: on what tissue type was the device used? Unk. At what location on the tissue? Unk. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Unk. What color cartridge was being used? Unk. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? Unk. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? Unk. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unk. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unk. Was there any difficulty removing the device from the tissue? Unk. Is there any other additional information you would like to share about this device or procedure? No further information is available. What were the patient¿s pre-existing conditions? Unk. Does the patient have any relevant history of surgical treatments? Unk. How long has the surgeon been using this device for this procedure (in years)? Unk. Was there a recent conversion to ees devices in this account or with this surgeon? Unk. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. In addition, the reload was received with the deck damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedges pushing the driver to continue its run. If enough force is applied to the firing trigger the wedges can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire over a hard object, on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the devices were used during a laparoscopic cystectomy. The staple lines did not appear to be complete. Another device was used to complete the case. There was no adverse consequence to the patient.